Event description:
It was reported that the health care professional (hcp) was requesting review after the patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room. Upon review, technical services was unable to confidently confirm if the patient was in atrial fibrillation with rapid ventricular response (rvr) or a true ventricular arrhythmia as the patient only has a right ventricular (rv) lead. Further review found the patient received anti- tachycardia pacing (atp) therapy for the patients ventricular fibrillation zone, which did not successfully convert therefore, the patient received shock therapy. It was also noted there was a three minute delay before therapy was delivered. Upon shock delivery, it put the patient into true ventricular tachycardia (vt) based on the electrogram morphology on the shock channel. Subsequently, shock therapy was exhausted with no successful conversion which left the patient in vt. Device optimization was recommended for the patient. At this time, the ICD remains in service. No adverse patient effects were reported.